Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : device not returned yet.

Event description:
Red status indicator flashing. No patient involved.

Manufacturer narrative:
A visual inspection of the device showed an indentation on the graphical layer of the membrane next to the CPR leds. This would suggest the device had been subject to an external force or impact. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2013 and performed to specification, alongside random manual power ons, up to the (B)(6) 2017. The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6) 2013. Information from the history log shows the device failed the weekly auto self-test on the (B)(6) 2017 due to a shock key error. Previous experience has shown that faults of this nature may be due to either a failure of the original membrane, resulting in the shock key appearing to be ¿stuck¿ or the shock button being inadvertently pressed via an external force, i.e. An object placed on top of the device during storage. The device performed to specification during the investigation at heartsine. On visual inspection of the graphic layer of the membrane, damage was observed that would suggest the device had been subject to an external force. Therefore, this report concludes the device failed the weekly auto self-test due to the shock button being inadvertently held down by an external force, i.e. An object placed on top of the device during storage. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Red status indicator flashing. No patient involved.